Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor break. It was reported that the needle guide was difficult to retract and to remove. It was reported that the customer noticed that there was no electrode. It was reported that the device would be returned. No further information provide.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. Unable to confirm if customer received sensor damaged due to customer returning it opened/used.